Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the large needle driver cable broke. Nothing fell into the patient. It was not replaced by another instrument at the surgeon¿s discretion. The procedure was completed with no reported injury.